Manufacturer narrative:
In response to FDA report number: mw5096405. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "inflammation/irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: inflammation/irritation.

Event description:
Patient reported via regulatory agency (mw5096405) "chronic inflammation" and "rashes around the incisions to between and under breasts." Patient additionally reported via regulatory agency "gastritis," "joint pain," "pain in shoulder and back," "severely sore feet," "ears ringing," "brain fog," "vision issues," "itchy eyes and itchy ears," "no sex drive," "constant sore throat," "vertigo," "heart palpitations" and "thrush." Device has been explanted. This record is for the right side.